Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of sinus infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was injected with 1 ml of juvéderm® volbella¿ in the lips. Two weeks later, patient was injected bilaterally with 0.5 ml of [unspecified] juvéderm® voluma¿ in ck3 and 0.5 ml of juvéderm® volift¿ in the nasolabial lines. Patient then was injected with toxin to glabella and crow's feet six days later and bilaterally in the ck3 with 0.5 ml of [unspecified] juvéderm® voluma¿ three weeks later. Approximately six weeks later, patient had flu like symptoms, deemed not related to the device. Patient was tested negative for covid-19. 17 days later, patient experienced puffy eyes. Then 2 days later, patient had a new onset of widespread facial swelling and oedema. Initially was treated with doxycycline for a possible sinus infection (has been prone to this in the past, deemed not device related). There was no improvement in symptoms. There were hard masses on each cheek, with surrounding swelling and oedema. Hcp diagnosed patient with delayed onset nodules. Cheeks were treated with hyalase (1500u vial dissolved in 5mls saline) 0.9ml in the left side and 0.7ml in the right side. Patient was put on 30mg prednisolone od for five days, 500mg clarithromycin bd for 4 weeks and daily anti-histamine. Patient reports improvement in oedema, but new onset of hard masses around lips and nasolabial fold. Patient is unable to smile and obvious facial disfigurement. Symptoms on going. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00682 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine.

Event description:
Healthcare professional (hcp) reported patient was injected with 1 ml of juvéderm® volbella¿ in the lips. Two weeks later, patient was injected bilaterally with 0.5 ml of [unspecified] juvéderm® voluma¿ in ck3 and 0.5 ml of juvéderm® volift¿ in the nasolabial lines. Patient then was injected with toxin to glabella and crow's feet six days later and bilaterally in the ck3 with 0.5 ml of [unspecified] juvéderm® voluma¿ three weeks later. Approximately six weeks later, patient had flu like symptoms, deemed not related to the device. Patient was tested negative for covid-19. 17 days later, patient experienced puffy eyes. Then 2 days later, patient had a new onset of widespread facial swelling and oedema. Initially was treated with doxycycline for a possible sinus infection (has been prone to this in the past, deemed not device related). There was no improvement in symptoms. There were hard masses on each cheek, with surrounding swelling and oedema. Hcp diagnosed patient with delayed onset nodules. Cheeks were treated with hyalase (1500u vial dissolved in 5mls saline) 0.9ml in the left side and 0.7ml in the right side. Patient was put on 30mg prednisolone od for five days, 500mg clarithromycin bd for 4 weeks and daily anti-histamine. Patient reports improvement in oedema, but new onset of hard masses around lips and nasolabial fold. Patient is unable to smile and obvious facial disfigurement. Symptoms on going. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00682 (allergan complaint #pr 2655868). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.6.

Event description:
Additional information provided patient was treated with doxycycline 12 days after the last hyalase injection. The next day, patient was treated with 300 units of hyalase per nodule (1500 unit total). The next day, patient was treated with prednisolone 40 mg for 3-5 days. The patient's symptoms have not fully resolved as they still have firm palpable masses at the sites of their dermal filler. However these are no longer cosmetically distracting, and the surrounding swelling and oedema has now resolved so the patient has declined further treatment at present opting for the 'watch and wait' approach.

Manufacturer narrative:
Continued d.10. Concomitant therapies: post-treatment noted as arnica. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.